Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage located in the tubing on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient changed supplies as necessary and resumed the insulin therapy. No further information was available.